Manufacturer narrative:
Concomitant medical products: 5076-45 lead, (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced altered mental status and bradycardia. It was also reported that the right ventricular (rv) lead exhibited possible loss of capture. The patient was given medication to increase their heartrate. The lead remains in use. No further patient complications have been reported as a result of this event.